Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored a ventricular episode where one burst of anti-tachycardia pacing (atp) and two 41j shocks were delivered, and the arrhythmia did not convert until the second shock. The episode lasted a minute and seven seconds. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d remains in service. No adverse patient effects were reported.